Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00242-1, 0001825034-2022-00243-1, 0001825034-2022-00244-1, 0001825034-2022-00245-1, 0001825034-2022-00246-1. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00242, 0001825034-2022-00243, 0001825034-2022-00244, 0001825034-2022-00245, 0001825034-2022-00246. Outcomes attributed to adverse event: phx. Medical products: item#: unknown, unknown central screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Item#: unknown, unknown locking screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a first stage revision of a right shoulder prosthesis approximately four weeks post implantation due to insufficient fixation of the glenoid components. The patient was implanted with a hemiarthroplasty and cement spacers until a custom glenoid component is available. No additional information is available at this time.